Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer was not able to provide run sheets so the fluid balance is calculated based on customer statement as 1800ml (volume removed) - 2386 ml (ffp replacement)/ 5446 ml (tbv) = -10.8% a review of the lot for similar reports was carried out, none have been reported. Root cause: root cause for the volume discrepancy in the remove bag is inconclusive. A service call was placed and the functional check completed with no issues. The service technician noted spilled fresh frozen plasma (ffp) ("albumin") on the machine components but it could not be conclusively determined from the customer if the spilled ffp was from this incident or from a prior incident. Part evaluation indicates no issues or leaks noted with the disposable set that would explain the spilled ffp or the volume discrepancy as reported by the customer.

Event description:
The customer reported that at the end of a therapeutic plasma exchange procedure after rinseback, they noticed that the removed plasma volume in the bag was visually much lower compared to the machine-displayed volume of 2800ml. Per the customer, the removed plasma bag appears to be approximately 1800ml. The patient was given 2386ml of fresh frozen plasma as the replace volume during the procedure. No medical intervention was necessary for this event. The patient is reported in healthy stable condition. The customer declined to provide patient's identifier and date of birth. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection, it was noted that the 4l plasma waste bag was not sealed/clamped and plasma was free flowing into the disposable set. The remaining plasma was measured at 400ml. The set was also visually inspected for kinks, occlusions, clots, missing parts and misassembly which may have contributed to the issue, none were found. The machine was checked out at the customer site. Spilled albumin was found on the valves,pump rotors, pressure pods and air sensors. The machine was cleaned and the customer was instructed on how to clean the equipment. A simulated run was performed with no problems and the machine passed a full functional check. Investigation is in process. A follow-up report will be provided.